Event description:
It was reported that it was difficult to withdraw/aspirate from a one-link non-dehp microbore catheter extension set. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, the reported condition could not be confirmed and the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.